Manufacturer narrative:
This follow-up report is being filed to relay corrected notification date which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2013 due to dislocation. The modular head was removed and replaced. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to dislocation. The modular head was removed and replaced. It was further reported patient underwent a revision procedure on (B)(6) 2013 due to dislocation. The modular head and liner were removed and replaced. Additionally, patient underwent a revision procedure on (B)(6) 2013 due to dislocation. The liner was removed and replaced. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced with custom components.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2014-02645 / 02646 & 03589 / 03590 & 03592 / 03593 & 03596).